Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they could change to any program but they couldn't raise the stimulation above 1.4 v because it burns at the implant site really bad. Patient said this had been going on for a while but didn't know when that started. Patient said they were told by their physician to "call manufacturer". The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and redirected patient to healthcare provider. Agent sent email to field on patient's behalf to provide visibility to situation. Patient mentioned that their managing hcp was going to be taking leave soon so they were going to make an appointment with a different physician to address the issue, ps reviewed that hcp can invite mdt rep in if willing. Patient called back to inform that they already have an appointment set for their hcp. Patient requesting to have a rep present. Agent advised that the hcp will have to contact the hcp in order to page the rep. Patient appointment for their hcp is on (B)(6) 2025 at 10:45 am.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the patient being unable to raise the stimulation above 1.4v because it burns at the implant site really bad was determined to be "patient turned up stimulation too high." When asked the steps taken they noted they did an impedance test on (B)(6) 2025 and everything was in normal range below 4000ohms. Rep switched patient from 1.4 on program 6 to program 3 at 1.2ma and noted this was comfortable. Rep noted the issue was resolved.